Event description:
It was reported that the patient received inappropriate shocks from his device due to paroxysmal atrial fibrillation. The device was subsequently replaced due to elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4537 competitor implantable pacing lead, (B)(6) 2006. (B)(4).